Manufacturer narrative:
(B)(4). Concomitant products: part 195758, lot 322570- vgxp xp inlk pri tib tray 79 mm. Part 195823, lot 641560- vgxp xp e1 tib brg ll 11x79. Part 195892, lot 696040- vgxp xp e1 tib brg lm 10x79. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Multiple MDR reports were filed for this event, please see associated reports: MFR 0001825034-2018-01333, MFR 0001825034-2018-01334, MFR 0001825034-2018-01335. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Clinical study (B)(6) - reported pain post-op for left knee.